Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's reported problem was verified. Found broken internal real time clock lithium battery lead that caused the issue. Service will replace the clock battery to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited alarm and had a screen damage. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.